Event description:
Family member reported customer being hospitalized due to lbg. Customer was cold and asleep. Suggested customer to call md to discuss possible causes of low bg. Troubleshooting performed and pump appeared to be operating as designed.